Event description:
It was reported that (1) al326 was used during a lap chole procedure. It was reported by the rep that there were no clips. Another clip applier was used to complete the case. There was no consequence to pt.